Event description:
This event occured outside the USA, in australia. On 29-mar-2024, the australian subsidiary notified us of an adverse event. According to the information received, a patient was injected on (B)(6) 2024 with 1ml of teosyal rha 1 in the superficial temple area (with a cannula). The same day, after the injections, the patient presented with a vascular occlusion in the right temple and scalp skin of severe intensity, started initially as a very faint mottled appearance in the temple skin and delayed capillary refill (scalp skin was normal).  Immediately, on (B)(6) 2024, the patient was treated with hyaluronidase injections (over 3 hours), and the symptoms resolved.  The following day, the patient was reviewed and had developed a reticular rash through the anterior half of the right scalp and a decreased capillary refill (temple skin remained normal). The patient received further hyaluronidase injections into the area of the superficial temporal artery and traced back into the scalp. The capillary refill normalized again.  The patient was followed up daily over the next few days by the injector, and no evidence of any remaining vascular occlusion, avascular necrosis, or alopecia was observed. The symptoms have completely subsided, and the patient has recovered without further complications. The complaint was considered closed.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequelae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products. Additionally, it is important to highlight that in this case the product teosyal rha 1 was injected one year and 4 months after the expiration date. Our products are intended to be used within their specified lifetime and should never be injected after their expiration date, when their safety and performance cannot be guaranteed.